Manufacturer narrative:
One unknown tsv implant and one scr replace friction-fit gold & ti abut int hex (mhlas) were reported but not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was conducted using applicable instructions for use, risk files and other available information. Functional testing could not be performed since the products were not returned. No pre-existing conditions were noted on the per. The reported devices had been placed on tooth#13 for an unknown period of time. X-ray or picture image was not provided. Appropriate documentation was reviewed. DHR review could not be performed since the lot numbers were not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. A complaint history review by item number was conducted for the mhlas dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. However, complaint history could not be reviewed for the unknown implant. Based on the available information, device malfunction and the reported event could not be verified. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "yes" to "no". H6: entered evaluation codes. H10: added manufacturer narrative h3 other text : device not returned.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided.gender unknown / not provided. Patient weight unknown / not provided. Date of event unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that a screw loosened in the patients mouth. It is part of a maxillary fixed removable appliance on tsv implants in site # 13.